Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot pg6633, and no non-conformances were identified. To date the device has not been returned.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke when sewing for the second stitch. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.